Event description:
It was reported that (2) hdh05 were used during a laparoscopic cholecystectomy. It was reported by rep that the surgeon had five different hooks give solid tones during laparoscopic cholecystectomy. The hooks were re-tightened and changed to complete the case. There was no consequence to the pt.